Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) at high outputs. Subclavian crush was suspected. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. This crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.